Manufacturer narrative:
Ge will continue to investigate this issue. At this time, pt and product info are not available

Event description:
It was reported that when using the advanced vessel analysis, measurements automatically obtained appear greater than those on the scanner. The surgeon at the site detected the inconsistency of measurement prior to surgery. No injury was reported.